Manufacturer narrative:
We have not analyzed the table and/or the customer's process associated to moving the table. Will advise upon receipt.

Event description:
During transportation of the operating room table from the storage room to the operating room, it was commented by the hospital that two workers were injured while moving the table.